Event description:
It was reported "[doctor] using stapler on patients then it got jam, cannot work anymore". To complete the procedure, the doctor used a new stapler to close the wound on the patient. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from part number 528135 visistat 35r 6/box lot# 73a2400931 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "[doctor] using stapler on patients then it got jam, cannot work anymore". To complete the procedure, the doctor used a new stapler to close the wound on the patient. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose in the cover block. The stapler was returned with 26 staples remaining in the cover block, indicating at least 9 staples were fired by the customer. The trigger was returned engaged. Evidence of use in the form of biological material was present on the device. Functional testing could not be completed due to the severe misalignment of the staples. The stapler was disassembled, and it was observed that the saddle spring was severely out of position and nearly disconnected from the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination revealed that the sample was returned with its staples severely misaligned and loose in the cover block. Functional testing could not be completed due to the severe misalignment of the staples. A device history record review was performed, and no relevant findings were identified. The stapler was disassembled, and it was observed that the saddle spring was severely out of position and nearly disconnected from the pusher. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.